Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The piston rod was not blocked, and there were no e6 in history. The adapter passed the optical inspection. The battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
Patient reported her blood glucose elevated to 1000 mg/dl around (B)(6) 2013, and she was unable to walk and felt very sick. Her husband took her to a diabetes specialist, and she received an infusion of an unknown medication. She was then transported to the hospital. She was admitted to the hospital and diagnosed with diabetic ketoacidosis, and she was discharged on (B)(6) 2013. The diabetes specialist believes the piston rod was blocked and the infusion device did not deliver insulin. She is currently receiving insulin via pen. The infusion device was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. (B)(4).